Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction tubing was readjusted to resolve the reported issue.

Event description:
The hospital reported that, suction appeared to be not powerful compared to other units. There was no reported patient involvement.